Event description:
The doctor tried to place the stent in the right iliac artery and use a short introducer. As it did not arrive to the right location he decided to retire the stent. The stent got caught on a calcium slab and left inside the iliac. The stent was open and placed but in a wrong place.

Manufacturer narrative:
Evaluation summary: the delivery system was returned and there were no abnormalities found. The balloon inflated normal, and there were no leaks. The body tube is in good condition and the guidewire wire lumen is patent and free of kinks. Device not returned. See evaluation summary.